Event description:
It was reported that pt developed an infection at the incision site after a new pump and catheter implant. No symptoms were reported. The plan is to have the device explanted soon. No further info was provided. A follow-up report will be sent if add'l info becomes available.